Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/20/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ 3 separate pc samples should be arriving to you today. All labeled accordingly. ¿ 8557h was called in immediately when it broke. (B)(4) see picture attached, but no suture was saved for me to send in. Side note, this suture comes in their packs. ¿ I made an error on my rr form. It is 4-0 prolene(8557h), not 5-0. ¿ I do have additional boxes from the same lot numbers affected from the 7-0 prolene if that would be helpful. I sent in a few packages yesterday that should be arriving to you today. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2025 and suture was used. During cardiovascular procedure that the suture snap in half. No patient harm was reported. Device is available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6.